Event description:
On june 30, 2006, the lay-user/patient contacted lifescan alleging that her one touch basic meter was reading inaccurately low. The medical affairs specialist mailed a letter to the patient on july 10, 2006, since she could not be reached by telephone on two separate days. On an unknown date, the patient obtained a blood glucose result of "26 mg/dl" and "danger. Call dr." Actual readings of "54, 35, and 56 mg/dl" were obtained from the meter's memory. The patient did not attempt to treat herself after testing on the reported meter. Previously, the patient went to the hospital where readings of "354 and 382 mg/dl" were obtained using unidentified devices. The patient was hospitalized for 2 days. During the time of concern, the patient had symptoms of frequent urination and thirstiness. It would have been helpful to know the follwing information: when the readings of "26, 54, 35 and 56 mg/dl" were taken, when the symptoms started, what the patient's medication/treatment regimen is, and if the patient followed the regimen during the time of concern. In addition, it would have been helpful to know what interventions the patient took after testing on the meter and prior to going to the hospital, what the patient's diagnosis was, and what treatments she received in the hospital. The customer care advocate (cca) noted that the patient was not storing the test strips properly and was cleaning the meter improperly with alcohol. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained low results on her meter, had symptoms of hyperglycemia, and did not take any action after testing on the meter. The patient was ultimately hospitalized and given insulin treatment for high blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.